Manufacturer narrative:
Additional information: d10 (add entry), h4, h6, h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and a separation between the tubing and the y-site clearlink was observed. The reported condition was verified. The cause of the separation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a continu-flo clearlink system solution set separated from the closest y-site which resulted in a fluid leak. This event occurred during patient infusion where the set leaked normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.